Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("hormonal changes describe: painful cycle/dysmenorrhea (cramping)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2015, the patient experienced endometriosis ("other injury(ies) or complications-please describe: endometriosis"). The patient was treated with codeine, ibuprofen, paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, headache, dyspareunia, back pain, abdominal pain and endometriosis outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication and essure implant date updated. Following events were added: hormonal changes describe: painful cycle, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dyspareunia (painful sexual intercourse), back pain, abdominal pain and endometriosis. Previously reported ¿injury¿ was updated to pain. Event clubbed: hormonal changes describe: painful cycle/dysmenorrhea(cramping). Event severity added for: pain/pelvic pain, abdominal pain and back pain. Event outcome added for: dysmenorrhoea, migraines, abnormal bleeding (vaginal) and menorrhagia. Treatment and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.